Event description:
The patient was implanted with a left paracorporeal ventricular assist device and a right acute extracorporeal circulatory support pump. The bivad circulatory support was in place from (B)(6) 2015. It was reported that the patient expired due to an intracranial hemorrhage.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was disposed of. A specific cause for the reported intracranial hemorrhage and a correlation to the device could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 days. The devices are not expected to be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.